Event description:
User received questionable results for creatinine, glucose & sodium on the cobas c501 analyzer. The event involved 3 patient samples. One patient sample gave discrepant results for glucose. The initial result for glucose gave 119 mg/dl. This result was accompanied by a data flag and was reported outside the laboratory. The sample was repeated which yielded a glucose result of 86 mg/dl. The user believed the initial glucose result of 119 mg/dl was not corrected because "it may have met" a previous glucose result for this patient. No adverse events have been alleged regarding this event. The glucose reagent lot number was not provided. The field service representative (fsr) found a leak in a tubing line and replaced tubing. The fsr ran performance tests to verify analyzer performance.